Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the product has not yet been received.

Event description:
A consumer reported that a child was using the product, and the child received first and second degree burns from hot water that spilled out of the personal steam inhaler. Medical intervention was sought for their injuries. The instructions for proper use have a clear warning that the appliance should always be used on a firm, flat waterproof surface to avoid spilling water, and also to keep out of reach of children. Kaz USA, inc. Has requested that the product be returned to our company for testing.